Event description:
It was reported that a stent was lost in a heavily calcified, 90% stenosed, mid/proximal lad. After predilating the lesion the delivery system would not cross. The delivery system was then pulled back through the guiding catheter. Upon removal of the device, it was noted that the stent was missing. An attempt to retrieve the lost stent with a snare device was unsuccessful. After the snare attempt, it was noted that a wire perforation occurred with another co's guide wire. The pt was taken to surgery.

Manufacturer narrative:
Eval summary: qa preliminary analysis of the returned device revealed no mfg related reason for the stent loss to occur. Quality engineering concluded that the most likely root cause of the stent separation was the result of retracting the stent delivery sys through the guiding catheter (contrary to IFU). The stent may have abutted against the tip of the guiding catheter causing it to loosen and fall off the balloon. An inservice was conducted on 10/24/1997 regarding proper stent delivery sys removal techniques. As part of co's quality process all stent delivery sys are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records were reviewed and no abnormalities with a relationship to this issue were found. This MDR is considered closed by the qa dept.